Event description:
The MFR of the check valve was notified & corrective action has been taken that should reduce the likelihood of defects in future product builds. The production supervisors, machine operators & the assemblers have been informed of this report during the monthly quality awareness meeting. During these meetings quality issues are discussed in an attempt to prevent defects from recurring.